Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation showed that the ceiling construction in the hospital was not able to load the dcs, which led to a broken ceiling structure in which the dcs fell off. The ceiling construction and pre-installation kit mounting to the ceiling was specifically performed by the construction contractor in poland. Siemens defined the requirement that the dcs was required to be fixed on the solid concrete ceiling with min. 160mm thickness and provided the requirement to the construction contractor via installation guidelines. The contractor did not follow the requirement and mounted the pre-installation kit for the dcs mounting based on the air block position instead of concrete position of the ceiling. The dcs function was checked and the dcs was re-fixed to the ceiling with extra metal sections. Additionally, siemens has updated the local (poland) procedure to require that the construction drawing provided by the construction contractor be verified or issued by an authorized construction designer.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis one system. It was reported that part of the ceiling connected to the dcs peeled off from its inner base and the entire dcs mounting fell to the floor. The incident occurred at night and no one was in the room. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.